Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was explanted and replaced successfully. The patient was discharged one day post implant procedure. Procedure.